Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. After a guide wire crossed the lesion site, a 8.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. The first and second dilatations were done at 18 atmospheres and the third dilatation was done at 20 atmospheres. However, during the fourth inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.